Event description:
It was reported to vyaire medical that during surgery, the anes circuit, adult, 72 in limbo leaks air and was unable to ventilate. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
H10:the customer sent one opened decontaminated physical sample of the fg anes circuit, adult, 72 in limbo. The physical sample was visually and functionally inspected by quality personnel from assembly area according to (B)(4), leak test was performed, and the sample passed this test, no leak was found on the sample received.the reported issue was not confirmed.